Event description:
Undercorrection: a physician reported the laser treated the left eye plan on the right eye. The treatment needed for the right eye was -8.50 sph as per nomogram. The right eye was treated with the fellow eye's correction of -8.00 sph. The pt's postoperative uncorrected visual acuity (ucva) od was 20/25. The residual refractive error was -0.50 sph and the best corrected visual acuity (bcva) was 20/20. The physician indicated that the pt was not harmed or injured. The field service engineer (fse) was unable to duplicate the reported issue.

Manufacturer narrative:
Determination of root cause: assessment: a review for 12 months prior to the reported date for all clinical complaints showed no previous complaints for this system. A system status check was completed successfully on 03/26/2008. In this case, the surgeon indicated the pt ws wrongfully treated with the fellow eye's treatment plan resulting in an undercorrection. The field service engineer (fse) was unable to duplicate the reported issue, suggesting the possibility of user error. Conclusion: a definitive root cause cannot be identified at this time. (B) (4). (B) (4).